Event description:
It was reported the high flow insufflation unit had excessive smoke evacuation. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, ¿smoke evacuation issue¿ was not reproduced and therefore, a definitive root cause could not be determined. ¿lighting failure¿ was confirmed and was caused by a faulty front panel led (light-emitting diode). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated where an additional reportable malfunction found the front panel led (light-emitting diode) had a lighting failure. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had excessive smoke evacuation. It is unknown when the issue occurred. There were no reports of patient harm.